Event description:
Pump infused in 24 instead of 40 hours. Fill volume 400 ml, saf at 10 ml/hr. When pump was returned, red tab was still in bolus device. No patient problems occurred.

Manufacturer narrative:
Received one empty and used pump for evaluation and investigation. Visual inspection found the select-a-flow (saf) was set at 6 ml/hour. Examination of the device indicated that the red tab in the bolus was not removed prior to use. The directions for use (dfu) (pn 1306085, rev. A) states: warning: if red tab is not removed before use or breaks while removing, bolus button will not work and flow rate may increase significantly above the total flow rate. Total flow rate refers to bolus + basal. The best evidence indicates that the pca priming process was not followed per the dfu. No discrepancies were noted with the red tab.